Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03293 & 05114).

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to an unknown reason. The tibial bearing was removed and replaced. Patient underwent a second revision procedure on (B)(6) 2013, due to improper clamping of the locking bar which resulted in a loose tibial bearing. The tibial bearing and locking bar were removed and replaced.